Event description:
Screws were loose when pump returned. Tubing was behind roller. When pump was received it was noted that the set was still in pump and the section of tubing through the rotor was behind the rotor rollers; that is between the rotor and the pump housing. The screws holding the tubing guide in place were out approx 1/8" which allowed the rotor to drift out away from the pump housing. This allowed the set tubing to get behind the rotor and then free-flow the enteral fluid. The screws appeared to have been tampered with as the slots were chipped and damaged. Pt had chf prior to problem which was aggravated resulting in administration of lasix for fluid overload.